Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The patient noticed drainage and redness at the pacemaker site. The implantable pulse generator (ipg) was explanted and replaced. Medication was administered and cultures were taken. No further patient complications have been reported as a result of this event.